Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a missing end cap sticker, minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer also reported that the drive support cap was sticking out. The customer stated that she was taken to the hospital but was not admitted. The customer's blood glucose was 20 mg/dl at the time of incident. The customer's blood glucose was 125 mg/dl at the time of call. The customer stated that the paramedics would give her glucagon shots and juice. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.